Event description:
Customer reported a positive sample was retested negative from a new aliquot using sars pcr assay ppr lot: 294068. The assay was loaded on the panther fusion plus instrument serial (B)(4). The incorrect result was not reported out to the patient.

Manufacturer narrative:
Hologic technical support reviewed the logs for instrument sn (B)(4) and noted that the amplification for positive result was lower than the positive controls in both runs, suggesting this sample was possibly low target and that hologic assay was successful in detecting the target that was present. Customer was advised that given different aliquots are considered different samples, the results cannot be compared. Customer reported to hologic that they routinely retest all positive samples from fusion assay. Customer decided to report out the sample as negative. Customer was asked by hologic about their sample processing workflow to help them identify areas where a touch point contamination may have occurred. Customer was advised to clean prep areas and touch points as a precaution and monitor runs.

Event description:
Customer reported a positive sample was retested negative from a new aliquot using sars pcr assay ppr lot: 294068. The assay was loaded on the panther fusion plus instrument serial (B)(4). The incorrect result was not reported out to the patient.

Manufacturer narrative:
Hologic technical support reviewed the logs for instrument sn (B)(4) and noted that the amplification for positive result was lower than the positive controls in both runs, suggesting this sample was possibly low target and that hologic assay was successful in detecting the target that was present. Customer was advised that given different aliquots are considered different samples, the results cannot be compared. Customer reported to hologic that they routinely retest all positive samples from fusion assay. Customer decided to report out the sample as negative. Customer was asked by hologic about their sample processing workflow to help them identify areas where a touch point contamination may have occurred. Customer was advised to clean prep areas and touch points as a precaution and monitor runs.